Event description:
On 07feb2020, it was reported that the cause for the power cable disconnect on the mpu was not identified.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed with the data captured in the submitted log file. On january 25 at 5:13 pm. The 14v battery was disconnected from the black power cable and resulted in a routine power cable disconnect alarm. The 14v battery was disconnected from the white power cable resulting in the no external power alarm. Shortly after, both power cables were connected the mobile power unit and the alarms cleared. The sequence of events is related to a double disconnection. Event details indicated the mobile power unit remains in use and not expected to be returned. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the mobile power unit (serial # (B)(6) ) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. Heartmate 3 patient handbook, in section 5, entitled ¿alarms and troubleshooting¿, all alarm conditions are addressed, including no external power and ¿connect power¿ message. In section 2, under ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there was a hazard alarm sound, screen read low battery but the red heart alarm and driveline light were illuminated. Patient checked batteries, he had 3 bars left, he stated there were no alarms prior to this. He changed out his system controller and alarms resolved. The log file analysis showed that there was an immediate power cable disconnect on (B)(6) 2020, while connected to the mobile power unit (mpu). This was caused by the power to the mpu being briefly interrupted or initially not properly connected to power. There was no interruption in pump support during these events. It cannot be discerned if interruption to the mpu was due to disconnection of the ac power cord from the mpu, the wall, or if power to the house was lost.